Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. The sheath was returned with its dilator still inserted. Functional testing noted strong resistance preventing the engagement of the deflection mechanism. An attempt to evaluate compatibility between the sheath and dilator was performed, which noted a successful interaction as the dilator was able to be fully inserted into the sheath without issue. Dissection of the sheath handle and inspection of the friction gasket found the component adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the restricted movement of the steering knob when it engages onto the gasket, indicating steering issues with the sheath. Additionally, inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the reported dilator tip damage likely occurred after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During sheath preparation, the dilator tip became damaged upon insertion into the sheath. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During sheath preparation, the dilator tip became damaged upon insertion into the sheath. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.